Manufacturer narrative:
(B)(4). Additional information: the device was returned and an evaluation is complete. Visual inspection was performed with naked eye and magnification with issues noted. There was a hole in the tubing approximately 11¿ from the patient adapter and a damaged patient adapter. Functional testing performed included leak testing, clear passage test, clamp function test, and integrity of seal surface testing. A leak through a hole in the tubing was noted. The reported issue of leak was verified. The cause was a hole in the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that there was a leak from crack on the tube of a uv-flash solution transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.